Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported temperature issue and subsequent cancellation remains unknown.

Event description:
The unit is still at the facility but not in use.

Manufacturer narrative:
Additional information: one 3 lesion nt1100¿ pain management rf generator was received for evaluation. Visual inspection of the returned device verified the connectors, switches, and labels had no physical damage. All internal mounting hardware was secured, and normal wear and tear was observed on the chassis. The returned device successfully booted to the menu application upon applying power and displayed consistent functionality in all modes (sensory, motor, lesion, and pulsed) and no errors were detected while monitoring the temperature, voltage, and impedance readings at all 3 ports. The cause for the reported low temperature and subsequent cancellation could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a thermal lesion procedure, the generator would not reach temperature and the case was cancelled. There were no reported patient consequences.